Event description:
It was reported by service report that there is a broken weld on the patient left head end. It is unknown if there was patient involvement or if there are adverse consequences to report.